Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on open hysterectomy, the patient¿s internal part of the leg had burn where the competitor's pad was placed.